Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. During a routine office visit, it was noted that the patient received an inappropriate shock due to atrial oversensing, low rv sensing, and increasing pacing thresholds. X-ray imaging confirmed the rv lead dislodgement. A new rv lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted rv lead will not be returned, it was discarded at the facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.